Event description:
Additional information: it was later reported that the fluid retention was observed on (B)(6) 2011 and any possible cause for the event could not be obtained; x-ray photos were not provided. It was speculated that the catheter damage may have occurred while inserting the connector pin, and the sleeve damage may be was due to tight suturing. The damaged sleeve and catheter were discarded at the hospital, and the root cause could not be specified. Patient outcome was noted as recovered without sequelae.

Event description:
Fluid retention was observed both in the pump and catheter pocket. A catheter dye study was performed; the dye accumulated in the pump pocket. The pt underwent surgery. The pump pocket was opened to explore for any catheter issue, but there was no anomaly noted. Then the catheter pocket was opened, where it was noted the segment catheter and strain relief sleeve were broke at the catheter connector. The healthcare professional cut off the broken part of the catheter and re-connected to the pump segment catheter. A new strain relief sleeve was applied. The drug infused was gabalon.

Manufacturer narrative:
MFR received date was not entered in the previous report; it was 2011-(B)(6).

Event description:
Additional information: multiple dose adjustments due to spasm control were performed from (B)(6) 2011 through (B)(6) 2011; dose ranged between 28 mcg/day and 150 mcg/day. Spasticity and adl function vs. Pre-dosing was noted as having improved as assessed on (B)(6) 2011. The patient woke up feeling tense / more tense than usual on (B)(6) 2011. An onset of (B)(6) 2011, was noted in regards to moderate catheter damage and moderate swelling around the pump and on the back; and severity was considered serious as the event required intervention. A pump operability test and catheter x-ray was performed on (B)(6) 2011. No catheter rupture was found regarding the x-ray. Fluid was removed by "tapping" in regards to the fluid collection found in the lower back and around the pump. 6 ml of lumbar fluid was removed, and 60 ml of fluid was tapped from around the baclofen pump. Contrast dye was injected through the pump after tapping. The leak area could not be identified by catheter fluoroscopy, but contrast medium leak was found around the pump; and no leaking was seen from the catheter tip. The metal connector had penetrated the catheter, and the leak was determined to have been caused by the penetration. The patient experienced withdrawal symptoms in regards to mild aggravation of muscle tightness (onset (B)(6) 2011). The muscle tightness was due to the investigational drug and was indicated as not having been related to the device system or procedure. Diapp (6mg) was administered to prevent withdrawal symptoms prior to the revision procedure. No abnormalities were found around the pump upon opening the pump area and intrathecal insertion site on the patient's abdomen and back. The catheter damage was around the connector. The pump segment of catheter was shortened by 8 mm and the spinal catheter segment was shortened by 6mm prior to being reconnected via a new connector. A pump refill was performed following the revision procedure. The patient recovered from the catheter damage, swelling, and aggravated muscle tightness as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2011- additional information: initially it was believed that contrast medium from the dye study was accumulating at the back of the pump. It was later speculated that contrast medium from the dye study had actually been accumulating at the back pocket. It was possible that the accumulation of csf and gabalon was due to the disconnection of the catheter connector. As of the date of the report, the fluid was being analyzed. It was noted that the catheter disconnection event was unrelated to the drug.

Manufacturer narrative:
(B)(4).